Manufacturer narrative:
Product complaint (B)(4). Additional event information: there was no delay to surgery. Implants were removed easily and an attune revision was implanted. Investigation summary: removal of attune implants due to loosening. Attune tibial tray was clean of cement upon removal. Attune revision surgery completed. The product was returned to depuy synthes for evaluation. Visual inspection of returned device revealed pitting patterns over condyles of attune ps fb insrt sz 6 5mm. Additionally, scratches were found on both condyle edges, most likely due to extraction damage. The observed damage does not represent a device nonconformance but a poly wear condition. Pitting condition suggests that debris was making contact/friction between the insert and the femoral component in an off-axis position. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune ps fb insrt sz 6 5mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Removal of attune implants due to loosening. Attune tibial tray was clean of cement upon removal. Attune revision surgery completed.